Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Action taken with therapy was unknown. The patient was treated with unspecified antibiotics for the event but did not require hospitalization. The patient recovered from the peritonitis. No additional information is available at this time.